Manufacturer narrative:
A review of the user's data confirmed that the user stopped using the system prior to the reported event. The user was advised to follow the guidance of their healthcare provider and to monitor blood glucose using a meter while not using the system. This incident was not related to the eversense device.

Event description:
The user reported a hospitalization following a motorbike accident on (B)(6) 2026, which resulted in an injury to the foot and required surgical treatment. At the time of contact, the user was recovering from the procedure. The event was not related to diabetes or glucose measurements.